Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator gave a longevity estimate of less than three months; battery data was 2.76 v, 7 ua and less than 1 kohms, indicating that the device had many years left. Reinterrogation yielded the same longevity estimate of less than three months, and the same battery data. The physician elected to leave the pulse generator implanted, and would call technical services for longevity estimates as long as this issue persists.